Event description:
It was reported that blood specks inside a one-link neutral luer activated device were "not flushable". The reporter stated that "blood was observed to be trapped in the interstitial space of the luer activated valve after a blood draw." The customer was not able to remove the blood from the interstitial space by flushing the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This event occurred on an unknown date in (B)(6) 2013. A photograph of the device has been received by baxter and is currently awaiting evaluation. Upon completion of the photograph evaluation, or if any additional relevant information is received, a supplemental report will be submitted.